Manufacturer narrative:
Further information was requested but was not received.

Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of the transmission, the atrial lead demonstrated noise. No intervention was performed, and the patient will continue to be monitored. The patient was stable.